Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. The customer blood glucose level was above 448 mg/dl at time of incident and current blood glucose level was 308 mg/dl. Customer¿s other blood glucose level was 342 mg/dl, 386 mg/dl. Customer did not provide any symptoms and treatment related to high blood glucose. The insulin pump will not be returned for analysis.